Event description:
It was reported that the tail end of the guide wire was found to be uneven and thickened during puncture. This made it impossible to insert the introducer sheath. 12/22/2022 - the customer reported three devices however only one guidewire was returned for evaluation. During evaluation, the returned guidewire was found to have disjointed coils at the proximal end. This file will address the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1859 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.